Event description:
It was reported that the insulin pump has alarmed motor error. Customer's blood glucose reading is 245 mg/dl. The displacement test passed. Customer notices that the drive support cap clicks when she pushes on it. Advised customer that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump passed the basic occlusion, displacement test and bolus delivery. No motor error alarms occurred during test. Motor tested ok. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.